Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced hypoglycemia with an unspecified dexcom malfunction which occurred while the patient was at home alone on the sofa. The patient experienced loss of consciousness. There is no documentation of patient symptoms prior to loss of consciousness. There is no additional documentation of blood glucose (bg), or continuous glucose monitor (cgm) reading, alerts, or alarms from the tandem pump display device. The daughter found the patient unconscious and gave the patient a glucose filled syringe then called 911. Upon arrival, emergency medical service treated the patient further with IV glucose. The patient could not remember what the bg readings were. There was no bg or cgm readings documented for the entire event. No further medical evaluations or intervention were documented. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.